Manufacturer narrative:
Product analysis results: visual and optical examination identified that one of the handles of the instrument has been sheared off. The location and amount of force required in order to induce this type of fracture to the shaft is consistent with overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive micro discectomy due to herniated disc. Intra op, handle of micropituitary broke. There were no patient complications reported at the time of this event.